Event description:
A patient underwent a port placement procedure using groshong single-lumen implantable port. It was reported that sometime post port placement, the catheter allegedly found fractured on curve side of the catheter. The port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. One kink and two partial compound breaks were observed to the catheter. The edges of the first partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Splits were noted the border of both regions. Residue was also noted throughout. The edges of the second partial compound break on the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. Splits were noted the border of both regions. Therefore, the investigation is confirmed for the reported fracture and identified deformation and naturally worn issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using groshong single-lumen implantable port. It was reported that sometime post port placement, the catheter allegedly found fractured on curve side of the catheter. The port was removed. There was no reported patient injury.